Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty removing the lock line, clip opened during efaa, and difficult or delayed positioning (clip caught on anatomy). There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿fifty-four (54) echocardiographic videos were provided. All 54 videos were reviewed, and the videos appear to span the duration of the procedure including initial imaging assessment (prior to sgc insertion during the procedure) to post-procedure (system removal). 3d en face views taken during initial imaging of the mitral valve, prior to device insertion, shows a protruding, rigid anatomical abnormality located centrally on the anterior aspect of the annulus at the a2/p2 region. This is likely mitral annular calcification (mac) and aligns with the reported incident details that mac was observed. Cds positioning in the la, advancement into the lv, leaflet grasping and capture through clip closure (fully closed) were unremarkable. The clip was positioned central a2/p2, noting that the grasp was at the location of the mac. Positioning and grasping maneuvers were done correctly and in accordance with the instructions for use. Remainder of the videos provided are assessed chronologically based on the video timestamps and describe the observed sequence of events: ¿ 08:15:48 am mark shows the clip fully closed onto the leaflets. Both leaflets can be visualized with good insertion into the clip. ¿ 08:29:54 am mark provides a partial view of the clip; it is unclear what state the clip (clip arm angle) is in, but it can be confirmed / visualized attached to the delivery catheter (dc) shaft. The posterior leaflet can be seen moving freely indicating the clip has been opened. ¿ 08:47:01 am through 08:50:19 am mark the clip can be visualized opened to ~120°. The grippers are raised, and the leaflets are fully released. The clip is located at the valve plane region and slight translational movements retracting / advancing the dc are observed. The lock line component cannot be visualized on the echocardiographic imaging modality. As such, movement / manipulation of the lock line cannot be confirmed via echo videos. Presumably, these videos were taken after the reported resistance encountered while attempting to remove the lock line and subsequent "difficulties removing into the delivery system. The clip could not be pulled out of the left ventricle and was stuck under the valve". ¿ 08:50:45 am through 08:51:11 am mark the clip can be visualized grasped and fully closed onto the leaflets. ¿ 08:58:14 am mark the clip can be visualized fully deployed on the leaflets; there is no dc shaft in view indicating successful lock line removal and deployment (mechanical separation). This aligns with the reported incident details that "the clip regrasped the tissue [leaflets] and went through normal deployment steps. The lock line was successfully removed from the patient.". The clip arm angle appears to be ~25° and consistent with the pre-deployment state observed in the previous videos. This aligns with the reported incident details that "each time he would remove a little lock line, the clip would open to about 20-25 degrees and hold arm angle". While the reported difficulty removing the lock line cannot be directly visualized and confirmed via echo imaging, the subsequent clip opening under the valve [after lock line resistance was met], leaflet re-grasping, and successful deployment are confirmed via the echo videos provided.

Event description:
N/a.

Event description:
This is filed to report difficulty removing the lock line and unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+, small valve, and mitral annular calcification (mac). An nt clip was inserted and placed on the mitral valve. While removing the lock line (ll), resistance was felt. The physician did not feel comfortable with the device and attempted to remove it. However, the clip became stuck in the left ventricle (lv). After troubleshooting, the clip was able to be retracted into the left atrium (la), but at this point, the physician observed the ll had more slack and was able to be flossed. Therefore, the decision was made to continue using the same clip. The clip was placed on the mitral valve, but while retracting the ll, the clip opened to roughly 25 degrees. The procedure was continued and the clip was deployed without further issues, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.